Event description:
It was reported that a powered wheelchair stopped abruptly down an incline and the user slid out of the chair, fracturing his leg. The user had surgery due to the event and is recovering. Should additional relevant information become available, a supplemental report will be submitted.